Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
I have just been made aware by a local sales consultant, that a certas plus valve in salford hospital has had to explanted today as it snapped in the patient. This call was made from the medical engineering department at the end of the working day, so consultant will visit the hospital tomorrow to gather as much of the information as she can and will also get the valve to return. (B)(6) 2015 per rep: "certas plus valve snapped. Siphonguard has become detatched from the valve construct and perforated the silicone housing. Patient had learning disabilities and surgeon suspects he may have contributed to the valve breaking by tampering with it."

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: and confirms that the silicone housing is broken. It is possible that this has been caused by the patient as noted in the complaint description. Review of the history device records confirmed the valve product code 82-8804pl, with lot (B)(4), conformed to the specifications when released to stock on the 18th march 2015. The root cause of the broken silicone housing could be due to the patient as noted in the complaint description, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.